Event description:
It was reported that the user experienced persistent hyperglycemia with a blood glucose of 209 mg/dl over approximately six hours while using the ilet and performed two infusion set changes without observed issues; replacement supplies were provided and education was completed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or component implication. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.